Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. The patient status was unknown.